Event description:
During follow-up, decreased sensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted, and rv lead dislodgement was suspected. No intervention has been performed at this time. The patient was in stable condition.